Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to the day of treatment. Logfile review shows no abnormalities that could have contributed to reported event. All laser system functions were within specifications at this day. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported a patient presented with blurry vision and light sensitivity in both eyes one day post lasik. The patient was noted to have 3+ diffuse lamellar keratitis. The topical steroid dosage was increased and an oral steroid was prescribed. Additional information received states the patient had a flap lift and rinse performed. The patient was seen in follow up and was noted to have haze and significant glare. Additional information received states that the patient was seen in follow up and noted the patient's symptoms have not resolved and will continued to be monitored over the next several months. There are two related reports for this patient. This report addresses the patient's right eye, and another manufacturer report will be filed for the fellow eye.